Event description:
Five year f/u on lasik/prk procedure. Due to thinness of cornea, prk was selected during my procedure. Today, I still require corrective lenses, my correction seems to drift and I have constant blurred vision. This is very costly to me to maintain a proper contact correction -not to mention the cost loss of the original procedure. In hindsight, I felt market conditions were overshadowing the preliminary eye evals, and my surgery should have not been approved. Knowing my own eyes all my life, I even raised the issue several times but was promised my corneas were within the treatment capabilities.